Manufacturer narrative:
A specific root cause could not be identified. Additional information was requested for investigation but was not provided. The results for patients 1 and 2 were from the primary tubes; the result for patient 3 was from a pour off tube. If pour off tubes are used, precise instrument adjustment is required to avoid false liquid level detection and false results. No issues were identified during a review of the alarm trace. The assay performance check data is within specification. The customer's laboratory humidity specification is between 20-80%. The specified humidity range for the instrument is 30-85%. It is not known if the humidity in the laboratory was within the allowed range for the instrument because the daily humidity is not recorded. If the laboratory humidity of the customer did not correspond with the allowed range for the instrument, this could be a potential root cause. No instrument malfunction was identified. Additional possible root causes for this event may be sample quality and insufficient maintenance.

Manufacturer narrative:
The customer stated there have been no further issues or complaints since the service action. A general reagent issue is not suspected.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erroneous low results for 3 patient samples tested for elecsys hcg + beta test system (hcg + b) on a cobas 6000 e 601 module. The erroneous results were reported outside of the laboratory. Patient 1 had an initial hcg + b result of <1 miu/ml with a data flag. The sample was repeated and the result was 11,499 miu/ml. On (B)(6) 2017 patient 2 (female, (B)(6)) initial hcg + b result was 5 miu/ml. On (B)(6) "107" the sample was repeated and the result was 2670 miu/ml. On (B)(6) 2017 patient 3 (female, (B)(6)) had a low hcg + b result that was reported outside of the laboratory. The actual result was not provided. On (B)(6) 2017 the patient had an hcg + b result of 622 miu/ml. The doctor told the patient she had miscarried based on the low result provided on (B)(6) 2017. The low result was most likely incorrect since a new sample was obtained on (B)(6) 2017 and the hcg + b result was 45870 miu/ml. No adverse event occurred for patients 1 and 2. It is not known if patient 3 received any treatment based on the low result from (B)(6) 2017. There was no allegation that an adverse event occurred for patient 3. The hcg + b reagent lot number was 15654203 with an expiration date of 09/30/2017. The field service engineer visited the customer site and identified a fluidic failure of the sample probe. The sample probe was replaced. As a preventive measure, measuring cells were also replaced. The gear pump pressure was adjusted. Instrument tests were successful. The customer ran calibration and quality controls and the results were within specification.